Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented for a routine device change out procedure. The physician noted that the atrial lead fractured and exhibited unacceptable threshold due to clavicle crush damage. The lead was explanted and replaced. No patient symptoms were reported.